Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. On 07/07/2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Door open/close function was found to be intermittent. The medtronic representative invalidated home and pulled logs, tested door open and door close function multiple times. Issue resolved. System performed as intended. On 07/28/2016 software analysis was unable to determine probable cause with the information provided. The logs contain a few instances of error messages, these errors did occur during the door close operations which potentially correlated to the delay that was reported. No parts have been received by manufacturer for analysis. System functioning as expected.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spine procedure, was closing the gantry and it paused right as it was closing. The rt took her finger off the open button and clicked it again then it closed fully. The rt then reinitialized the open/close button for it to close. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. Here was no impact on patient outcome.